Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the tip, plunger clamps and lld spring in position 2 in the reported problem area of the pipette assembly. The instrument was cleaned, tested without further problem, and was returned to expected operation.